Event description:
It was reported when using the bd max¿ system, bd max¿ instrument there was a false positive result. Confirmatory testing was performed. There was no report of patient impact. The following information was provided by the initial reporter. The customer stated: there were "issues reported with the evp assay providing unexpected results and suspicious curves. Remote tech support was contacted to look into the database to see if the root cause can be traced to a technical issue. 2022-03-01 additional information provided: the customer stated they "always check the curves and the results of the test were trusted with the naked eye. Confirmatory tests are performed when curves are suspicious. Erroneous results were obtained but not used. Patient samples were involved. There was no adverse impact on patients as nothing left the lab."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd max¿ system, bd max¿ instrument there was a false positive result. Confirmatory testing was performed. There was no report of patient impact. The following information was provided by the initial reporter. The customer stated: there were "issues reported with the evp assay providing unexpected results and suspicious curves. Remote tech support was contacted to look into the database to see if the root cause can be traced to a technical issue. (B)(6) 2022 additional information provided: the customer stated they "always check the curves and the results of the test were trusted with the naked eye. Confirmatory tests are performed when curves are suspicious. Erroneous results were obtained but not used. Patient samples were involved. There was no adverse impact on patients as nothing left the lab."

Manufacturer narrative:
H6: investigation summary the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "evp - unusual curves". The complaint is unable to be confirmed with the information present. The root cause is "unknown". If additional information is received in the future, this complaint will be re-opened and re-investigated. Review of device history record for instrument (B)(6)is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6)2014. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Review of service history for this device did not reveal any prior events related to this failure mode.